Event description:
During the treatment, when the catheter began to work, the guidewire got stuck, resulting in failure to work, and a new device was used. The patient condition following procedure was stable. Where did the problem occur? Inside the patient was the problem associated with labeled use? Yes. Event resolved? Yes.

Manufacturer narrative:
Product was not received for evaluation; therefore, no visual or physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use, "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. Patient information was not provided; therefore, part a could not be completed. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain the information were made and no additional information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.